Event description:
A customer reported a malfunction on their pump, identified with the code "malf 0." There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer acknowledged and understood.